Manufacturer narrative:
Based on the results of the investigation, the reportable malfunction found was likely due to damage or deterioration of parts, environment problems like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. However, the root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the deflectable videoscope's charged coupled unit was found to be damaged, thereby leading to the display of a noisy image. There was no patient involved.